Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of the right atrial (ra) lead and implantable pulse generator (ipg), high right atrial port impedance was noted. The ra lead was revised, and remains in use. The ipg was explanted and replaced. The problem was corrected no patient complications have been reported as a result of this event.